Manufacturer narrative:
H3, h6: the navio handpiece, part number pfsr110137, serial (B)(6)and intended to be used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. The customer handpiece was connected to a known-good navio system troubleshooting with a test case . The handpiece was able to connect and home without any issues. No connection errors were evident throughout the entirety of the case. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is the customer siu may have been shorted by a different handpiece, or by a handpiece connected prior to the one associated with the complaint. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, during navio preventative maintenance, it was found that navio handpiece was suspected of causing siu failure error 40000000000 ((B)(4)). Also, the drill got hot after 30 seconds of usage during testing, and the motor was extremely loud ((B)(4)). There was no patient involvement. No other complications were reported.